Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the ventilator exhibited a technical failure 300 and 545, and 400 errors. No patient involvement was reported.